Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-11131. The pt received two thoracic leads. It was reported, the pt had a loss of stimulation, and an x-ray prior to the surgery determined one lead was fractured. During the procedure, it was noted, the other thoracic lead was damaged. The physician replaced both leads.

Manufacturer narrative:
Evaluation: results: the complaint was confirmed. As received the leads were severely kinked with all wires broken. No functional test was performed due to broken wires. The damage is consistent with an overstress condition the leads were subjected to while implanted. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.